Event description:
It was reported that patient presented for scheduled procedure. During procedure, right ventricular (rv) lead had dislodged after slitting the delivery catheter. It was also noted that the rv lead exhibited inadequate capture and decreased sensing. The lead helix was observed to be stretched and was unable to retract. As a result, the rv lead was not implanted and was replaced with a new lead. Patient condition was stable.